Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server lost power. A technical support specialist (tss) changed the password, rebooted the server, and configured the sql services and windows updates. The tss identified that the orders not appearing at the station had start times that had not yet passed. It was confirmed at both the station and the server that all active orders were present. The customer was advised on how to manually discharge patients who were not removed during the server downtime due to discharge messages failing to cross. The tss provided the patient reconciliation workflow to assist users in resolving temporary patients and removing them from the list. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, there was a power outage to the server and server failed to work. The customer reported that the malfunction impacts the patient care. However, there were no adverse events or injuries reported based on this event.